Event description:
It was reported that during a routine follow-up, the left ventricular lead exhibited high impedance and increased threshold. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.